Manufacturer narrative:
Corrected information has been provided in d1 and h6. This correction MDR is being submitted to retract the previously reported removed patient device interaction code, as its inclusion was determined to be inaccurate and not supported by the event information. In addition, the device brand name has been corrected to impella.

Event description:
The user facility reported an impella cp on a 71 year old female due to post-operative surgical support. The pump was inserted through the axillary site in the or due to vessel size but during support, the flow on the impella would not increase past 1.7l/min. The ultimate decision was to remove cp and replace with another cp through the axillary site.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Low or blocked pump flow: no issues were found on the returned pump. The cause of the issue could not be determined due to insufficient clinical details and data logs.